Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient called and reported to have a ¿fidelis¿ lead and the device had been beeping over the past several days. Further follow up did not yet yield any additional relevant information regarding the event. The right ventricular lead and device remain in use. No patient complications have been reported as a result of this event.